Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump downloaded properly. However, pump was unable to connect with glucose sensor simulator, problem isolated to pcb2. Unable to verify calibration error due to radio frequency failure. Pump was received with broken belt clip rails.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 75 mg/dl at the time of the incident. The customer stated that he calibrated and had sensor reading of 45 mg/dl and blood glucose of 142 mg/dl. The customer stated that he brushed the pump up against a stone column. The customer stated that a plastic piece was missing where the clip slides in. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.